Event description:
Pdc received a call on (B)(6) 2014 reporting a medical intervention that occurred on (B)(6) 2014 at 3:00 pm. Pt's husband ((B)(6)) stated that pt was having symptoms of low blood sugar and also unable to comprehend communication. At the time of the event, the prodigy meter read 120mg/dl. Paramedics were called 5-10 minutes after the event. Paramedics arrived and performed a blood glucose test with a result of 23mg/dl. Approximately 15-20 minutes passed between testing with the prodigy meter and the paramedics meter. Paramedics gave pt an IV before being transported to ER. Pt's glucose reading upon arrival at ER was 53mg/dl at 5:20pm. Pt's stay in the hospital was 4 days. Blood glucose reading upon discharge from hospital was 170mg/dl. Pdc sent replacement and prepaid envelope requesting return of suspect device.

Manufacturer narrative:
Ok biotech check the returned meter, and found this meter was made by other MFR, not ok biotech.